Event description:
According to the reporter, during a laparoscopic lung lobectomy. In the pulmonary artery and vessels, the device fired. However, the user could not pull back the black knob to open the jaws and release the tissue. Additionally, the reload could not be unloaded to the reused handle. The incision was extended for more than one inch. The surgeon had to convert to open surgery to cut tissue and remove the instrument. The procedure was extended for thirty minutes or more. The patient had also an extended hospitalization. Medtronic's evaluation of the device found, that the instrument loaded, clamped, yet would not cycle, due to the sheared firing rack teeth damage.

Manufacturer narrative:
D10 concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu, lot#: n2g0708. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found, that the instrument was loaded, clamped, yet would not cycle, due to sheared firing rack teeth damage. Functional testing found, the iring knobs were fully retracted and the subject reload jaws were opened. The subject reload was unloaded from the instrument without difficulty. An access hole was cut into the instrument body for visualization of the firing rack. The product analysis noted, evidence that the device was not used as intended. This issue may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed, prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely. And the articulation lever is neutral to the instrument. Cycle the instrument to confirm, proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm, that the reload jaws open fully. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone. And in corresponding selection of staple size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.